Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that one day post an uneventful right internal and common carotid artery stenting procedure, the patient had a stroke with mild weakness of the left upper extremity. MRI of the brain confirmed an infarct in the right frontoparietal centrum semiovale. Three days post procedure, the patient was discharged to an unknown location. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.